Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) battery depleted and their therapy turned off so they charged the ins, and it was now a 70% but they did not know how to turn the therapy back on. Patient mentioned something about the light on the recharger, but agent did not understand what they exactly meant however the patient did confirm that they were able to charge the ins to 70% and need the therapy turned on. Agent walked patient through turning the therapy back on and the patient was able to feel the stimulation right away after turning the therapy on. Patient stated that they usually would charge their ins twice a week but this week, they felt their symptoms coming back and they realized the ins was depleted and that would make this the 3rd time they would charge this week. Patient thinks that they would have to charge the ins more frequent now. Agent reviewed charging frequency with patient and redirected patient to their healthcare provider (hcp) if they had more questions about the battery of the implantable neurostimulator (ins). The steps done during the call resolved the issue.